Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Date of event has been estimated. A visual and dimensional inspection was performed on the returned guide wire. The reported guide wire stretched coils were confirmed. The reported separation was unable to be confirmed as there were no separation noted in the guide wire. The reported difficult to remove was unable to be confirmed or replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, the 014 high torque turntrac guide wire was jailed behind an unspecified stent resulting in the reported difficulty to remove during retraction. Manipulation of the guide wire during retraction likely caused the stretched coils and the appearance of a separation. The noted teflon coating damage was likely caused during retraction by the torque device used in the procedure. The noted bends on the core likely occurred post procedure or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified left anterior descending artery. The 014 turntrac guide wire was jailed behind an unspecified stent. Resistance was felt with the stent during withdrawal. After removal it was noted that the coils were stretched and possibly fractured. The procedure was complete at that point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event has been estimated exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Estimated dates: na.

Event description:
It was reported that the procedure was performed to treat a heavily calcified left anterior descending artery. The 014 turntrac guide wire was jailed behind an unspecified stent. Resistance was felt with the stent during withdrawal. After removal it was noted that the coils were stretched and possibly fractured. The procedure was complete at that point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.